Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 6 years and 4 months post transapical tavr procedure, the patient underwent a valve in valve (23mm sapien 3 in 23 sapien valve) transfemoral tavr procedure, due to valve stenosis and regurgitation, with a commander delivery system and esheath.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information/correction:  additional information received from hospital medical records indicated that at 6 years and 3 months a tte had been performed, which revealed severe aortic valve stenosis, mild regurgitation (two small paravalvular leaks, one small jet), severe mac, an av mean gradient of 32mmhg, and an av area of 0.6cm2.  Compared with six months prior, lv function had decreased (30%) and pa pressures had increased. One month later the patient was admitted for elective tavr replacement. The patient was noted to be bradycardic with a lbbb prior to surgery, both chronic. The patient underwent a successful valve in valve procedure via transfemoral approach. The post op tte showed a well seated valve.  Post procedure, the patient developed complete heart block and required the implantation of a permanent pacemaker. On pod 1, an echo performed showed a normally functioning valve, no pvl and a mean gradient of 12mmhg.  On pod 3 the patient was discharged in stable condition.  Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. In this case, the valve was reported to be degenerated, with stenosis, increased gradients and pvl. However, as limited information was provided, the root cause of this event could not be determined. The valve degeneration may be related to the patient¿s co-morbidities (dm, ckd) or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.